Event description:
Patient's home health nurse, (B)(6) reported during last infusion she had issues with the pump turning off twice. This happened while in use with the patient. She is assuming it was a battery issue and will call if the issue happens again during patient's next infusion. No clinical injury. No need for new pump at this time and no issues with completing last infusion reported by home health nurse. Pump still on hand with the patient. Device not available for investigation. Device not replaced. No backup device. Infusion successfully completed. No further information provided. Reported to (B)(6) by health professional.